Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported during the surgical procedure to replace the patient's ipg, reference MDR# 3006705815-2017-00458, an active electrocautery unit came in contact with the new ipg rendering the device inoperable. In turn, the physician used another ipg to complete the procedure.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6) 2017.